Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1717803 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that after following proper deployment of a mynxgrip 6f/7f vascular closure device (vcd), the sealant did not deploy. Manual pressure was held for approximately 15 minutes to achieve hemostasis. No patient complications were noted. The patient was discharged the same day of the procedure. The vcd was being used in conjunction with a 6f procedural sheath introducer, following a diagnostic coronary angiogram procedure.

Manufacturer narrative:
Complaint conclusion: it was reported that after following proper deployment of a mynxgrip 6f/7f vascular closure device (vcd) the sealant did not deploy. Manual pressure was held for approximately 15 minutes to achieve hemostasis. No patient complications were noted. The patient was discharged the same day of the procedure. The vcd was being used in conjunction with a 6f procedural sheath introducer following a diagnostic coronary angiogram procedure. The vcd was discarded after the procedure, therefore was not returned for analysis. Review of lot f1717803 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product instructions for use, users are warned to not use mynxgrip if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.